Event description:
It was reported that arctic sun device was failing calibration for low flow (calibration error 1). Discussed that this was likely a failing circulation pump. They stated current system hours were in excess of 7000. The last service was at 2160. They stated they would look at the service manual to determine if they wanted to replace these parts locally or return the device for service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. It was noted that the arctic sun device was failing calibration for low flow (calibration error 1). Discussed that this was likely a failing circulation pump. They stated current system hours were in excess of 7000. The last service was at 2160. Biomed confirmed a circulation pump was replaced onsite and device was back in service. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was failing calibration for low flow (calibration error 1). Discussed that this was likely a failing circulation pump. They stated current system hours were in excess of 7000. The last service was at 2160. They stated they would look at the service manual to determine if they wanted to replace these parts locally or return the device for service. Per follow up information received via task on 18nov2024, spoke with biomed who confirmed a circulation pump was replaced onsite and device was back in service.